Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/30/2020. A manufacturing record evaluation was performed for the finished device pdk582 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: two sutures from this box we¿re used during a uterine closure during a c-section. Both sutures as they were being tied snapped before being completely tired down. Please clarify what does "sutures have ripped" mean? Does it mean the suture broke? How many sutures broke during use on the patient #1 in this single procedure? What tissue was being approximated or sutured ? What was used to complete the procedure? Procedure name? Please clarify what does it mean ¿1 bx"? Do you mean 1 suture? "1 bx" is not a quantity of broken sutures. 1 box of sutures was pulled from shelves. Event for 1st suture submitted via 2210968-2020-06227.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used on the uterine closure. It was reported that the suture snapped before it was even finished being tied. There were no patient consequences reported.